Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can.

Event description:
New information received notes that the noise oversensing issue on the right ventricular (rv) lead was initially observed in clinic and it was further observed and monitored remotely. The rv lead noise was too significant, and the physician opted to replace the lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead extraction due to noise. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the noise issue was initially discovered during an in clinic follow-up. The patient experienced periods of dizziness due to right ventricular (rv) lead noise oversensing resulting in pacing inhibition.